Event description:
The customer reported to olympus, there was no image on the evis exera iii video system center when connecting multiple scopes. There were no reports of patient harm associated with this event.

Manufacturer narrative:
Customer called the olympus technical assistance center (tac) support to troubleshoot. The customer reported no image on the display monitor. The customer used multiple maj-1430 video cables and achieved the same results. The display monitor showed the color bar screen when the scopes are disconnected. The customer was able to see an image when connecting the enf-v2 scope to the tower. Tac instructed the customer to reseat the maj-1933 digital light source cable and the maj-1941 light source cable. Customer reported the nbi feature was greyed out. Tac recommended to connect a different maj-1941 light source cable to the tower. Tac provided the lights source cable part number and list pricing. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and device history record review. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The exact root cause could not be determined. The investigation determined that the event occurred due to a circuit failure. Olympus will continue to monitor the field performance of this device.